Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and competitors left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements. Alerts were issued in the remote monitoring system for these measurements of abnormal pacing impedances, over the past nine months. No adverse patient effects were reported. The device remains implanted and in service.